Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of loosening/disassembly and subsequent migration of the polyethylene glenoid body from the center cage of the glenoid which likely remained in the glenoid bone. The migration of the glenoid body may have led to metal-on-metal prosthesis wear between the humeral head and retained center cage leading to metallosis in the surrounding tissue, and damage to the backside of the glenoid. However, prosthesis wear of the metal components and/or articular surface of the glenoid body could not be confirmed as images of the articular surfaces were not provided and the devices were not available for evaluation. Contributing factors to the glenoid loosening may include off-label uncemented use and/or eccentric loading of the glenoid; however, these and any other potential contributions of user and patient-related considerations to the event could not be assessed from the reported information and as the devices were not available for evaluation. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 10 years post the initial right total shoulder arthroplasty, the patient presented with a total shoulder replacement glenoid failure/dislocation and underwent a first stage revision. The surgeon extracted all components and put a cement spacer in situ. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-10-15, anatomic replicator plate, 1.5mm o/s, (B)(6); 300-01-13, humeral stem, 13mm, (B)(6); 300-20-02, square torque defining screw kit, (B)(6).